Event description:
It was reported that there was non-detachment with the concerto helix 2mm x 8cm coil and the device did not deploy. The device was removed and was never implanted. There were no patient symptoms or complications associated with this event. The product was replaced by another medtronic product.

Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the non-detachment was not determined. It was unknown how many attempts were made to detach the coil using the instant detacher. Prior to coil non-detachment, no issues were encountered.